Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) ranging from "low" (specific value not provided) to 44 mg/dl. Reportedly, the customer alleged the pump software did not suspend insulin delivery resulting in the low bg. Customer required assistance administering a glucose shot and intravenous fluids of sugar to treat low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown, customer understood and acknowledged. Recommendation was made to discuss diabetes management with a health care professional.